Event description:
A report was received that the patient was hospitalized due to fluid retention and inability to urinate. The physician believed that it was device related.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was hospitalized due to fluid retention and inability to urinate. The physician believed that it was device related.

Manufacturer narrative:
Additional information was received that the patient had a mass in the liver and kidney and need to undergo a magnetic resonance imaging (MRI). The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was hospitalized due to fluid retention and inability to urinate. The physician believed that it was device related.